Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submited when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a false decreased calcium result for one patient generated using the architect c8000 analyzer. The following data was provided (mg/dl). Initial 5.0, repeat 9.0 no impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, and a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; the device did not perform as intended. A malfunction of the following parts was identified; seal, sample/washsyr seal tip #1 (part 09d37-02), seal, sample/washsyr seal tip #2, o-ring (part 09d38-02), sample/wash syringe, rgt syringe seal tip #1 (part 09d39-02), rgt syringe seal tip #2 (part 09d40-02), reagent syringe o-ring (part 09d53-02), wash cup, sample (rohs) (part 7-93131-03), and nozzle, dry (part 2-89271-03). Conclusion code was corrected.